Manufacturer narrative:
(B)(4): the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts.

Event description:
The patient reported that the ok, up arrow and down arrow buttons were sticking, had a delayed response and intermittently responding to button presses on the keypad. It was also indicated that navigation was difficult. She denied damage to the keypad. The patient reportedly wore the pump in her pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.